Event description:
Pt was agitated with secretion in her endotracheal tube. Therapist was unable to pass an 8 fr inline suction catheter through the ett. Therapist disconnected the circuit and saw a wire screen in the ett hub. Therapist used the pointed scissor to remove the wire screen. Therapist replaced the flow sensor. Pt was in stable condition. Draeger babylog vn500 flowsensor wire screen dislodged from the flowsensor housing and went into the pt's endotracheal tube hub. The screen is about 3/8 inch in diameter therefore it didn't go through the 3.5 mm ett. Incident report generated with hosp system and notified vendor rep of the issue. Dates of use: (B)(6) 2012.